Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump received with cracked case at display window corners, reservoir tube lip and battery tube threads. Insulin pump received with minor scratched display window. Insulin pump received with stained end cap sticker.

Event description:
Customer's husband reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 500 mg/dl. Customer was wearing the device at time of hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.